Event description:
Implant date: 2001. Routine post-operative x-rays showed a "loose cable". Revision surgery in 2002 to replace. Another x-ray taken in 05/2002 show that the cable is "pulling loose" from the crimp. There is no report that this cable has been explanted.